Event description:
Customer reported experiencing a high blood glucose event earlier in the day, though the specific value was not provided, with the display simply stating "high." To address the situation, the customer administered a correction bolus using the pump. Technical support noted the customer was experiencing recurring high blood glucose levels and transferred the caller for further assistance. Customer reverted to multiple daily injections to treat the highs.